Event description:
Product problem: pacemaker lead wire revision due to loss of capture/sensing. First check since implantation on 02/19/1998at cardiologist's office. Office x-ray showed lead migrated substantially to lateral aspect of chest and was pacing diaphragm intermittently. Ventricular perforation.